Event description:
Patient required an emergency trach tube change as a result of a part (o-ring) dislodging from the verso adapter and becoming lodged in the trach tube. There was no long term patient harm reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned samples were received and evaluated. In addition to the csc200 component, the customer returned bivona ped 3.5mm ID 5.3mm od 40mm length tracheostomy tube. Potential contributing factors for the reported condition were determined to be the relatively small inner diameter (ID) on the entrance of the tracheostomy (trach) tube connector, the decreasing taper of the ID of the trach tube connector, and the elastomeric material on the trach tube connector which would likely have a high coefficient of friction when pressed up against the silicone dead space reduction ring within the csc200 verso adapter. This complaint information was forwarded to the contract manufacturer for csc200, aok tooling. A device history review was performed for the lot number provided and no problems were identified. Additionally, aok tooling reviewed samples of the individual mating parts (10) from inventory and inspected the dimensions. The parts met the engineering specifications; no problems found. Carefusion initiated a health hazard evaluation (hhe) which concluded "as low as reasonably practicable (alarp)" risk level. The report was escalated to the carefusion (B)(4). A formal corrective and preventative action (CAPA (B)(4)) was initiated as well as project file (B)(4). This project has been resourced with a cross-functional team of experts to investigate and eliminate the issue reported. The team is currently conducting product performance testing in order to select the best possible solution for our customers.

Manufacturer narrative:
(B)(4). The sample is available. Upon completion of the investigation, a follow-up report will be submitted.